Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient constantly felt stim/pain and shocks in their stomach/bladder/private area, especially when the patient laid on her side in 2015. The shocking sensation felt as if her finger was in a socket as the ins was set at a high rate. There was a time when the patient lost her speech in 2016 and went to the emergency room; a doctor thought it was related to the implant but a manufacturer representative (rep) said that it was not related. It was noted that it took many days for the shocking/pain and speech issue to resolve and the implantable neurostimulator (ins) was turned off during this time. The patient was taken off pain medications due to being in the hospital and her gabapentin medication was increased so the she could turn on the ins in (B)(6) 2016. The patient then met with a rep on (B)(6) 2017 who suggested a CT scan, MRI and pet scan; a cat scan was ordered for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient experienced shocking event when the ins was off and set to zero. The device was reprogrammed and an x-ray for lead alignment was performed without improvement. The issue was not resolved at the time of the report.